Event description:
It was reported during the implant attempt that while the device was being interrogated, it gave a message about the temperature of device storage even though the device was stored at normal temperature. Following this message, it was impossible to interrogate the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis of (B) (4) revealed a power on reset and no output due to a high current drain condition. Further testing revealed the high current drain was caused by current leakage in a capacitor.